Event description:
It was reported that during testing conducted at the user facility the device was running in the wrong mode; it would not stay in drill and kept switching to ream. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event, collet is loose and handpiece will not stay in the drill mode, was confirmed. Through visual and functional evaluation the technician observed the handpiece failed the torque tester and it would not stay in the drill mode. According to a review of risk documentation, a high speed coupler press fit failure can cause reduced, intermittent, or complete loss of functionality of the handpiece and can also contribute to the handpiece switching modes.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the user facility, the device was running in the wrong mode; it would not stay in drill and kept switching to ream. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.